Manufacturer narrative:
B3: year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately 10 years post implant of this aortic bioprosthetic valve, it was explanted and replaced with a 19mm valve of a different manufacturer. The reason for the replacement was not reported. No additional adverse patient effects were reported.

Event description:
Medtronic received additional information that 10 years 9 months post implant of this 23mm aortic bioprosthetic valve, it was explanted and replaced with a 19mm valve of a different manufacturer. The reason for the replacement was reported as prosthetic valve dysfunction with severe aortic valvular stenosis and wide-open severe aortic prosthetic valve insufficiency. No additional adverse patient effects were reported.

Manufacturer narrative:
A4, b2, b3, b5, e and h6 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.